Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This is the 4th of 4 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants: 3011649314-2022-00050, 3011649314-2022-00051, 3011649314-2022-00052.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type 1. The patient has a history of diabetes and periodontitis. The patient presented on (B)(6) 2021 for primary procedure on tooth #11. During placement of the device the provider was unable to achieve primary stability and the device was removed.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6102720 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect could be confirmed. Investigation methods/results a device was returned but not in original package. The device was verified to be a hahn tapered implant ø4.3 x 11.5 mm (70-1154-imp0011) using radiographic template (pk--(B)(4)). However, the customer reported a complaint on a hahn tapered implant ø4.3 x 10 mm (70-1154-imp0010). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed on the implant. Root cause "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Per the reported information, the patient had a history of diabetes and periodontitis. IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." This is the 4th of 4 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2022-00050, 3011649314-2022-00051, 3011649314-2022-00052.

Manufacturer narrative:
Additional data: b1, b2, h6 (type of investigation) corrected data: b5, d9, h4, h6 (health effect - impact code) d6a and d6b in the initial report were inadvertently reported as 10-26-2021. The device is not considered to have been implanted as the patient did not leave the sterile field with the implant implanted. CAPA 23-006 manufacturer reference:(B)(4).

Event description:
The patient bone type could not be confirmed. The patient presented for primary procedure on tooth #6.

Event description:
It was reported that the hahn tapered implant failed. The patient bone type could not be confirmed. The patient has a history of diabetes and periodontitis. The patient presented on (B)(6) 2021 for primary procedure on tooth #6. During placement of the device the provider was unable to achieve primary stability and the device was removed and not replaced. There was no permanent patient injury and no additional medical/surgical procedure was required.

Manufacturer narrative:
Additional information: b5. Corrected information: d6a, d6b, g1, g3. G3 in the initial report was reported as 02/14/2022, however, the correct date is 02/03/2022. CAPA ca-00016. Manufacturer reference: (B)(4).